Event description:
Patient reported obtaining a blood glucose result of 387 mg/dl on the suspect device. Based on this value, patient reportedly delivered 30u of insulin lispro. One minute later, patient reportedly retested and obtained a value > 300 mg/dl (patient could not recall exact value). Patient noted that he immediately began experiencing symptoms of hypoglycemia (sweating, blurred vision, and numbness in lips). Patient retested, one minute later, and obtained a result of 61 mg/dl. Based on this value, patient reportedly self-treated by eating an apple, glucose tablets, and candy. No adverse event was reported. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.